Event description:
After having difficulty tracking the device to lesion, the stent delivery system (sds) was removed and it was noticed that the distal end struts of the stent were flared. The target lesion was the left main trunk (lmt) to the proximal left anterior descending artery (lad). The lesion was a de novo, concentric, heavily calcified and moderately tortuous. There was 99% stenosis. The indication for the procedure was unk. A radial approach was chosen for the procedure. A guiding catheter (launcher 6f ebu3.5sh) was engaged to the target vessel. Two guidewires (fielder and runthrough ns) were inserted into the lad and left circumflex (lcx). Pre-dilation was conducted with a balloon (fortis2 3.5/13mm) and then a cypher (3.5/13mm lot: 14155801) was delivered to the target lesion, but the physician encountered friction at the lmt. Therefore, poba was conducted at lmt and the cypher was redelivered to the target lesion, but it did not cross the target lesion. The physician made three attempts to cross but was unsuccessful. The physician felt something wrong with the distal end of the stent while maneuvering through the vessel towards the target site so, the cypher was removed from the pt. The physician confirmed the stent at the distal end to be flared and he stopped using the cypher. To finish the procedure, a new cypher (3.5/13mm) was implanted at the proximal lad successfully although there was delivering difficulty. Then a bms (driver 4.0/9mm) was implanted at lmt. The procedure was finished successfully. There was no pt injury reported. The product will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.